Event description:
Sonic pro clean spinbrush. The head of the toothbrush doesn't lock and the head slips off while brushing your teeth. Exposing a long metal piece, that I have poked my cheek with twice. Retailer: (B)(6). Purchase (B)(6) 2011.